Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the full height drawer 4-1 had failed. The field service engineer (fse) found that two faulty row boards were identified and replaced. The drawer failed during the hardware test application (hta) test. A new cubie drawer was scheduled for replacement. Customer verification was completed. The test failed, and the drawer was replaced the next morning. The full height cubie drawer was confirmed to be failing. Fse replaced the full height cubie drawer, and the station was tested by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer was failed and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.